Event description:
The distal left circumflex artery was pre-dilated with a 3.5mm ptca balloon. The target lession appeared to have good results except some "roughening" after pre-dilatation. A 3.5 diameter x 24mm length medtronic ave s670 rapid exchange stent delivery system was then advanced to the distal lesion. It was not possible to cross to the target lesion. Therefore, the stent and delivery system were pulled back causing the stent to dislodge from the stent delivery balloon at a location between the circumflex and the left main artery. Attempts to pass balloons to the area of the undeploymed stent were unsuccessful "possibly due to some roughening of the left main." The pt remained stable, and after consultation with a surgeon, a decision was made to end the case. The pt was returned to the cath lab the next day. The undeployed stent was successfully removed at that time using a snare device. There was no add'l treatment required to the target lesion, repeat angiography revealed only 25% stenosis. There was no add'l clinical sequelae reported relative to the event and there is no further info available from the user facility.